Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400mg/dl. Customer¿s current blood glucose 109 mg/dl. Customer was treated with manual injection. Drive support cap was normal. Cannula was straight. Customer also state that insulin pump received low battery then a battery out limit. The insulin pump will not be returned be for the analysis.